Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) ponce.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4) ponce.

Event description:
It was reported the patient underwent a left hip revision approximately 11 years post implantation due to pain and metal related pathology. During the revision, metallosis and pseudotumor were noted. The head, liner, and stem were replaced without complication. No additional information.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Concomitant medical devices: ref 00625006520 lot 61296269 screw; ref 00625006525 lot 61336958 screw; ref 00625006525 lot 61319989 screw; ref 00801803203 lot 61081380 versys head; ref 00620005622 lot 61235876 trilogy shell; ref 7840-15-50 lot 77355400 versys stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 03529, 0002648920 - 2021 - 00454.